Event description:
The customer reported an unknown number of false positive results with the ID now covid-19 2.0 assay on an unknown date(s). Confirmatory pcr testing (platform unknown) was performed the same day as the ID now 2.0 assay which generated negative results. There was no harm or delay in treatment reported. No additional patient information was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings g4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings. G4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The customer reported an unknown number of false positive results with the ID now covid-19 2.0 assay on an unknown date(s). Confirmatory pcr testing (platform unknown) was performed the same day as the ID now 2.0 assay which generated negative results. There was no harm or delay in treatment reported. No additional patient information was provided.